Event description:
I had a spinal cord stimulator from boston scientific several years ago, and it could not ease my pain. In (B)(6) 2015, I had another one put in. For the first 6 months or so it worked fine. The tech who was on my case is (B)(6). I told him about the problems and he adjusted it a few times. It still did not work well. I had problems getting it to give me a good charge. When I first got it I ran it on one program most of the time. (B)(6) said that he felt it was defected, also he told dr. (B)(6), and me. So he had to run some tests. I was having to charge it almost every day. And it still would not work well. (B)(6) said that the next test we would do was that I would text him a picture of the remote saying that I needed charging. Within a few hours it got one bar. I sent him the text, he believed very strongly that it was defective, which is what I was telling him. He said that he had all of the info to prove to boston scientific. After about a week, I called to see if he had found out anything. His whole story, and attitude had changed, and he said that I would just have to deal with what was going on and it would not be replaced. And, that I would just have to live charging it as much as I had to. So, for about 3 months I couldn't even use it. Then I tried it again, it took about 2 days to get it to charge me. And then as usual, it would get low and I would have to charge it again. When I first got it I could go for several weeks without charging it. I talked to (B)(6) again and he said that I used so much "energy" to keep it going and that I should put it on a program that was not as strong. When I started having problems with it had it on 100, the highest it would go. So, (B)(6) told me that he would create more settings that I could use. I have severe pain in my back and down through my legs. So I said if we created more programs wouldn't that create more "energy" than just one program. At this point he didn't really have a lot to say to me, except 'deal with it'. Then it began turning off when it was charged, and would skip, and change sensations on it's own. I contacted boston scientific myself, and rep said that he was going to set up a time for someone to check it. I never heard from them again. I was trying to use it to hopefully relieve some pain. But it wasn't worth charging for 3 hours, and it only lasting a half a day. The stimulator is just in my body, and it is causing it to hurt worse around the stimulator. First of all, I don't think I should just have it in my body causing more pain. Second, I paid for it, and it doesn't even work! I have 2 chargers, so that is not the problem, and at this point it will not charge at all, no matter how long I try to charge it. It needs to be replaced. I can't do anything with it. It's not my fault, and there's nothing I can do about it, nor can I use it. As I said (B)(6) had talked to boston scientific about it, and the test showed that he had all the info he needed to prove to them that it's defective. I contacted them 2 times by e-mail, I mailed a copy, and I called them. I got no response at all. I hope that someone can help me. I just had another cat-scan. And there are more problems, which are causing me more pain, and I paid for this stimulator in my back that doesn't work. Thank you in advance for your help, (B)(6) (B)(6) 2016.